Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the vascular damage - peripheral vessel issues has been completed. The device was not returned for investigation. As per the clinical details, during a procedure involving the placement of a repositioning sheath, the patient, with a bmi of 32, experienced a femoral artery dissection. The tear was likely exacerbated by the patient's body habitus. The cause of the vascular damage issue was most likely patient condition related, based on given clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 77-year-old female/male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that upon removal of sheath and insertion of repo sheath; patient noted to have hematoma to right groin. Scrub tech continued to suture sheath in place, at which point the doctor noted that hematoma was growing and decision made to slowly wean and remove impella in order to remove repositioning sheath. The impella was successfully weaned and removed. The doctor attempted to place angioseal which failed. Upon attempting to tie down perclose sutures, the doctor noted that there was a tear in the femoral artery. Manual pressure held. Hemoglobin dropped to 8.4,(B)(6) units of packed red blood cells were transfused. Surgical cutdown and repair performed. Patient is stable post intervention.